Event description:
It was reported in a service report that the brakes did not hold. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake--gill brake plate kits were worn.